Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, post paced t wave oversensing on ventricular channel was observed. Programming changes were made.

Event description:
New information received indicates that another instance of non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular channel was observed through remote transmission. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.